Manufacturer narrative:
The account could not see a problem, but after cleaning and testing the hi/low drive, the bed functioned properly.

Event description:
The account alleged the hi/low function is drifting down intermittently. The bed is out of service.